Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is broken on the outer edge of the gusset area. A piece of lens material is missing and the lens is split. The opposite gusset area is resting on top of a post in the lens case. The optic is pressed against three posts in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece which is not qualified for this lens with any of the qualified company cartridge combination. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/company cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece which is not qualified for this lens with any of the qualified company cartridge combination. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/company cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was stuck in the incision during implantation. The surgeon removed the lens from the incision and noticed the haptic was broken. The surgeon replaced the lens to complete the case. There was no patient impact.